Event description:
It was reported that a dexcom g7 continuous glucose monitor was functioning in the dexcom app but failed to pair with the ilet, and the user was guided to toggle bluetooth, restart the ilet, and re-enter the sensor pairing code to initiate re-pairing with an expected connection after a brief period. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user support troubleshooting, device restart, bluetooth reconnection steps, and re-entry of the pairing code. Investigation of this case revealed a communication or connectivity issue during cgm-to-ilet pairing without evidence of sensor failure or pump malfunction, consistent with transient bluetooth pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication disruption resolved by standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.